Event description:
I am being treated for slow healing wound , a combination arterial and venous ulcer. I had been using pico 7 wound vac which had reduced the size of the wound and I had no pain. On (B)(6) 2023 during my 10:00 am appointment, a new treatment was added. It was mirrragen ets, a "resorbable borate glass wound management device". About 2:00 pm I started to have pain in the wound and it increased into the evening and overnight. I called the doctor's office and stopped using. At my next weekly appointment, the wound was larger and deeper and doctor remarked about the look of the wound. I have not been without pain since that treatment.